Event description:
The facility rep reported that the batteries won't charge. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.